Event description:
It was reported that two synflate balloons (03.804.701s) broke during surgery on (B)(6) 2014. The surgeon performed a decompression procedure at l4-5 and a vertebral body augmentation to treat lumbar stenosis and a vertebral compression fracture. As the surgeon was placing the first balloon, it broke intra-operatively. As the surgeon placed the second balloon down the same pedicle, it broke as well. When the surgeon tried to remove the synflate balloon, it was stuck and when pulled through the cannula, it sheared off. One of the balloons remains inside the patient. The surgeon felt that the balloon was secure in the vertebral body. The surgeon verbally expressed to the sales consultant that the patient was doing well. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was not returned. The manufacturing documents were reviewed and no complaint related issues were found. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.